Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device substantiated the reported experience. Inspection of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, an incomplete blow through occurred as the posterior cuff failed to be completely ejected out of the posterior foot pocket. Subsequently, because the cuff was not completely ejected from the foot pocket, retracting the needle plunger from the device would result in the link detaching from the swage end of the anterior cuff as observed. Link-to-cuff detachment directly resulted in a failure to retrieve the suture as reported. The posterior needle shank was inspected and there were no obstructive materials that could prevent the posterior cuff from being completely ejected out of the pocket. Also, during testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the successful test of the device, the probable cause for the incomplete blow through and subsequent link pull from the anterior cuff is incorrect technique as the needle plunger was not fully depressed during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, while removing the plunger, it was observed that the needles did not hook up the suture. The guide wire was reinserted and the device was removed. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.